Manufacturer narrative:
The biomedical engineer (bme) reported that the multi gas unit was generating a baseline reading of between 2 and 10 intermittently. No patient harm was reported. They would like to send the device in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multi gas unit was generating a baseline reading of between 2 and 10 intermittently.

Manufacturer narrative:
Details of complaint on (B)(6) 2018 customer reported that gas unit was experiencing baseline issue, fluctuating between 2 and 10. Water trap was changed two days prior but did not resolve the issue. Service requested: repair. Service performed: repair. Investigation result: operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Nka repair center evaluated the device and recommended replacing cd-237p gas unit sensor to resolve the issue. When repair services completed replacing the sensor, the issue was resolved. Device operated to manufacturer's specification. Device was put into service on(B)(6) 2011. Service history for this device shows this is an isolated incident. The root cause of the sensor failing is unknown, however the it operated as intended past the five-year warranty period for this device. As maintenance and usage information for the gas unit is not available, the root cause for the failed sensor cd-237p could not be determined. Device functioned as intended past the five-year warranty period.

Event description:
The biomedical engineer (bme) reported that the multi gas unit was generating a baseline reading of between 2 and 10 intermittently.